Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) batch: 5131409. UDI: (B)(4) product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) batch: 5131689. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The device sc-1160 serial number (B)(6) was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. The devices sc-2317-50 serial number (B)(6) were not returned for analysis and the complaint as reported could not be confirmed. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50 serial: (B)(6) batch: 5131409, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5131689, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient experienced inadequate stimulation, and high impedances were identified on leads. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) and both leads were removed and replaced. The patient was reported well postoperatively. In accordance with facility policy, the explanted devices were discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5131409. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5131689. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient experienced inadequate stimulation, and high impedances were identified on leads. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) and both leads were removed and replaced. The patient was reported well postoperatively. In accordance with facility policy, the explanted devices were discarded and will not be returned.